Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during investigation, the pump failed to power on. The complaint of under-responsive keypad buttons was not able to be tested due to no power to the pump. A visual inspection of the pump revealed moisture visible in the display. The keypad was found to be intact; no damage was observed. The keypad cover was removed and no damage found to button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked along the side of the pump. During testing, a leak test was performed and revealed a leak in the battery compartment. (B)(4).